Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella 5.5 pump was placed to support a patient who had been admitted in as a bridge to transplant. On day 31 the team noted the pump had lost signal. The pump was monitored and later explanted after 49 days of support when the transplant occurred. No patient harm was reported.

Manufacturer narrative:
B.1 revised as selection on the initial report that was submitted was incorrect. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.6 an additional medical device problem code was added. The investigation has been completed. There was no product returned. Optical signal issue: the clinical details stated that about a month into support there were placement signal not reliable (psnr) alarms with absent aorta and left ventricle placement signal (ps). A kink in the catheter was noted and was thought to be a potential contributing cause for the psnr. The data logs showed that on the 21st, the day of the reported issue, the ps becomes unreliable and triggers psnr and controller error alarms as the 5s parameters show that the signal-to-noise ratio goes to 0, contrast barcodes, light decreases, gain rails, and the lamp remains maxed out at 100%. There were no changes in flows or motor current. There was no product returned. Based on the clinical details and data log analysis, the root cause of the optical signal issue is most likely from a damaged fiber line. Product damage (catheter kink): the clinical details stated there was a kink on the catheter that could be contributing to the psnr. Due to lack of clinical details and no product returned, the product damage (catheter kink) cannot be determined. Device history review: the pump passed all post sterile inspection checks.